Event description:
It was reported that there was an st segment elevation and air seen in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Upon deployment of the closure device air was noticed in the delivery system and t entered the laa. The patient experienced an st segment elevation and the physician confirmed the air via x-ray imaging. No treatment or intervention was necessary as the symptoms subsided quickly. The closure device was successfully implanted in the laa during these events. Following the implant the patient continued to be monitored. The patient was stable and their vitals remained fine. The patient has since been discharged from the hospital.